Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest. Patient stated the lifevest was too tight however a field service representative remeasured the patient and confirmed proper size. There was no alleged device malfunction contributing to the irritation. Distributor reported a visiting nurse may have been helping with the irritated area. Follow up indicated that the skin irritation has improved. Reporting out of the abundance of caution since a visiting nurse may have helped with the irritation.